Event description:
European musculo-skeletal oncology society meeting abstract "the stanmore mets distal femoral replacement modular system for primary bone tumours and metastatic disease, a single centre experience" reports revision of 2 patients due to soft tissue failure.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.